Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue "retractile a/c cord wasn't retracting", he took off the side panel it was observed that the cable was bound up internally. The fse unbound the cable that had wrapped itself around one of the cable alignment guides and then the cable extended and retracted normally. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the power cord on the cardiosave intra-aortic balloon pump (iabp) was not retracting.